Event description:
My son just went to the doctor today and was told he needs a 3rd hernia surgery. The doctor told me they used gortex mesh implant. The pain came back just 2 months after this 2nd surgery and will be having the 3rd surgery on the same hernia area as the last one. This gortex mesh needs to be looked into because if this doesn't heal somebody is going to have a lawsuit on their hands, and I'd hate to sue gore since my other son works for them! Help!